Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 13, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received an early sensor replacement alert on 13 march 2024, day 9 after insertion. Investigation on the returned sensor revealed that the sensor experienced a led short, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor. B4.date of this report 29 may 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 22 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.